Manufacturer narrative:
G4:09feb2021. B4:10feb2021. The device was evaluated by the customer and the philips remote service engineer (rse). The reported issue was confirmed by the customer. Based on the recommendations, the customer replaced the speakers. This action was reported to have solved the issue. No other anomalies were reported submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 18dec2020.

Event description:
The customer reported a ventilator experienced an led (light emitting diode) failed alarm during pre-use set up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Minor delay was to therapy was reported. A back up ventilator was nearby and used to decrease the delay.